Event description:
It was reported that the patient presented remotely in clinic for a follow up. It was noted that the pacemaker was unable to interrogate using rf telemetry. No programming changes were made. No patient consequences reported.